Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that periodically the infusion set comes out causing his blood glucose level to elevate. Customer's blood glucose level was 430 mg/dl. The customer used the insulin pump to treat for his high blood glucose level. The device was not returned.